Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that there was not enough power during coagulation process, and the generator shown error code 400 ref-12. Per service reports, this complaint cannot be confirmed. During the service evaluation no defects were identified. After repair, the device was found to be working according to the specifications. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the vapr vue generator device did not have enough power during coagulation that it gave an error code: 400 ref-12. There was no procedure nor patient involvement reported. No additional information was provided.